Manufacturer narrative:
(B)(4).

Event description:
During ongoing treatment an external fluid leak was observed, reportedly originating from the revaclear 300 dialyzer. This was noted approximately 45 minutes after the start of therapy. The dialyzer was replaced and therapy completed successfully without further issues. No patient clinical symptoms or medical intervention were reported. No additional information is available.